Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery in which the existing device was removed and a new ipp was implanted. During the procedure fluid loss was noted on the explanted device. The patient was said to be doing well after the procedure. No more information available through physician. Should additional information become available, it will be provided. Additional information was received in which it was stated that the patient experienced inflation and deflation issues with the explanted ipp.